Event description:
A (B)(6) female for laparoscopic appendectomy. During procedure with 3 trocars in place and an endo-gia stapler also in place, the pt's abdomen started to desufflate and ultimately completely decompressed. From operative report: "veress needle was used to insufflate the abdominal cavity and then 3 trocars, a 10, 12, & 5, were placed in standard pelvic position. The pt was turned in a slight trendelenburg, slight l lateral decubitus position. The abdomen was examined. The appendix was mobilized in a retrograde fashion. The vessel was identified, cauterized several times, transected distal to the cauterization line. Then, a vascular load 45 mm endo-gia was placed across the appendiceal stump. At this point, the pt's abdomen started to desufflate with irrigation and we were unable to insufflate it secondary to a malfunction in the insufflation tubing. The pt's abdomen was completely decompressed at the time the camera was in, the stapler was in and the trochar and gras were in. Did not feel that it was safe to remove these instruments without being able to visualize it, so we stayed completely still while we waited for the tubing to be replaced ... As soon as the tubing was replaced, the pt's abdomen was re-insufflated. At this point, it could be seen that there were a lot of air bubbles in the greater omentum along the transverse colon. The colon was inspected very carefully. There was no evidence of leak or injury but it was noted and photographs were taken that this was secondary to malfunctioning tubing and I did not feel it was safe to remove the instrumentation without being able to feel them. At this point, the stapler was fired across the stump. The stump was inspected to verify it was completed hemostatic and the abdomen was irrigated." Pt sustained no untoward effects and was discharged the following day. Visual inspection: filter is attached to tubing. The filter appears to be mis-shapen and possibly "pinched" towards one end.

Manufacturer narrative:
The manufacturer's device investigation revealed the plasticizer in the tubing migrated and softened the filter housing material causing an occlusion. Heat was found to aggravate the action. The filter housing material was subsequently changed to polycarbonate which is a stronger, higher impact and more chemically resistant material also less affected by higher temperatures. This action has eliminated the occlusion issues as reported by the facility. The customer has also advised there was no injury or illness due to the device malfunction however; it did prolong surgery time.